Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total hip replacement was performed, the patient experienced back-out of one of the implanted screws. It is unknown if/how this event was treated. The patient has currently undergone four hip surgeries. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the patient experienced the backing-out of implanted screws, after a total hip replacement. The date of the total hip replacement is unspecified. The patient¿s current health status and planned treatment for the reported event are unknown. To date, smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint (¿the patient experienced back-out of one of the implanted screws¿). Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, osteolysis, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.